Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect and address the o-ring issue and clean the pneumatic tap area, after which they successfully loaded the cartridge onto the pump and resumed insulin delivery.